Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter .product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via pump logs regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. The pump logs with an examined date of (B)(6) 2018 indicated that the patient had a catheter revision on (B)(6) 2013. No further complications have been reported as a result of this event.